Event description:
It was reported that this right atrial (ra) lead was explanted due to low impedance and noise. This ra lead was successfully replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).